Event description:
Healthcare professional reported patient injected themselves to each side of the periorbital area with juvederm voluma. Patient developed hematomas and lumps. Patient has been sent to a surgeon for treatment. Symptoms are ongoing.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hematomas and lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for these events.